Event description:
It was reported that the patient experienced pain since implant and the implantable pulse generator (ipg) was no longer providing adequate pain relief. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted and in use.